Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 288 mg/dl. During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended.